Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information through clinical study that during embolization treatment with pipeline flex with shield technology guidewire was used for purpose of assisting in opening pipeline and to optimize wall apposition. Coils also used for reason of ¿aneurysm occluding¿ during procedure. The patient under went embolization treatment for a small unruptured saccular sidewall right internal carotid artery aneurysm location c7 segment. Measuring 7mm x 6mm x 6mm, neck 3mm, parent artery diameter distal 3.2mm, proximal 3.5mm. Four days after the patient was discharge home with self care.